Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the customer stated they are not able to rewind the pump. Customer will return device for analysis.

Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to jammed motor gearbox. Unable to verify pump error alarm due to pump error 38 alarm.